Manufacturer narrative:
(B)(6). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. Visual and functional inspection of the returned device revealed a tack was jammed in the e-piece and the e-piece was partially disengaged from the lower tube. The instrument was fired on the test media and the tacks deployed but did not seat properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. A review of the current complaint data reveals no trend for a device related failure for this condition. Based on the evidence available the reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a sacrocolpopexy procedure during mesh fixation to the pelvic floor, the first firing was completed successfully. On the second firing, there was resistance when attempting to activate the trigger of the device before the trigger could be fully deployed. It eventually fired. On the third firing, the device did not want to fire at all. The trigger of the device remained in the firing position and did not return to the original position so that it could be fired again. The surgeon chose to use another device to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.